Event description:
It was reported that the programmer display went from blank to a gray screen. It was further noted that it was unable to reboot. No error message was displayed. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported that the programmer screen went blank and it was unable to be rebooted. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis was unable to confirm the customer comment that the display screen went blank to a shade of gray. Analysis did find that the system fan was noisy and that there was a missing hinge plate screw.